Event description:
A malfunction was reported on a pump, with no notable events occurring before it. There was no adverse impact to the customer's blood glucose level as a result of this malfunction. Customer technical support provided pump reset information and assisted the caller in resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction recurred and confirmed their understanding of the instructions.